Event description:
It was reported that during central processing, an 8mm maryland bipolar forceps instrument's tips did not meet correctly. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details were received as of the date of this report.

Manufacturer narrative:
It was reported that during central processing, an 8mm maryland bipolar forceps instrument's tips did not meet correctly. Based on the claim against the product by the customer noting that an 8mm maryland bipolar forceps instrument's tips did not meet correctly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and the primary finding could not be reproduced or verified. The maryland bipolar forceps was placed and driven on an in-house system. The instrument passed the recognition, engagement tests, and moved intuitively with full range of motion in all directions. The grips opened and closed properly. Further investigation identified that the instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the grip cables and conductor wire. The thermal damage to the yaw pulley was unrelated to the conductor wire. No insulation damage was observed. The conductor wire was not damaged or broken. An electrical continuity test was performed and passed. The root cause for this failure is attributed to mishandling/misuse, commonly caused by collision with another energized instrument. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This event is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.